Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the mol1 battery status, 31 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the atrial, ventricular and far-field channels. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Upon receipt, the lead under complaint was found cut at approximately 19 cm distal to the connector pin. The distal and the proximal lead fragments were returned for analysis. However, a fragment of about 5 cm of lead body between these two was not available. The returned lead fragments were inspected in detail. The visual inspection revealed the absence of ligature marks. The fixation sleeve was also not available for analysis. The inspection showed multiple abrasion marks along the lead fragments. Particularly on the distal lead fragment, the insulation was abraded through. This damage can be considered to be the root cause of the reported noise. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem of the lead and the ICD. There was no indication of an ICD malfunction. The clinical observation resulted presumably from the observed lead insulation damage.

Event description:
After an implantation period of approx. 75 months, it was reported that oversensing on the rv channel was observed via home monitoring.